Manufacturer narrative:
Evaluation summary: only surgical notes from the revision were returned for review. The tibial component was noted to be grossly loose. The revision op notes state that the tibial component was revised by disrupting the bone-cement interface. Minimal bone loss was noted. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation codes: the device history records for the tibial component have been reviewed. It appears that the lot in question was produced, inspected, and packaged within established and validated process parameters. Review of device history records for the bone cement was not possible for lack of the lot number. It is not suspected that the products failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. The information provided on this form was previously submitted under manufacturing report number. 3007963827-2014-00016.

Event description:
It is reported that the patient's knee was revised due to tibial loosening.